Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd keypad connector. Unable to perform the displacement test or verify operating currents due to no button response. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test. The insulin pump's keypad was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.